Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2018, one day after permanent scs implant for post-operative pain. Reportedly, the pain medication was not enough to cover the post-operation pain after anesthesia wore off. Company representative noticed a hematoma at ipg site when visiting patient for post-operative programming and notified physician. Reportedly, hematoma was not causing any pain. Physician has stated that there was no concern regarding hematoma. Patient has effective therapy.